Event description:
The facility had sent an infusion pump in for service where a baxter service tech discovered a failure code 812:02 at initial power up of the pump. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.